Manufacturer narrative:
An event for patient effects of bradycardia, cardia arrest, air embolism, hypotension, and tachycardia was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported bradycardia, cardia arrest, air embolism, hypotension, and tachycardia could not be conclusively determined. The reported unexpected medical interventions were the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet was selected for implant. During the procedure, the patient became extremely bradycardic and hypotensive while the device was being advanced up the delivery sheath in a ball configuration. The patient was treated with 100% oxygen, adrenalin, CPR, and was intubated. Following regaining cardiac output, the patient had significant tachycardia and st elevation. Cardiac catheterization was performed as a result. The physician assumed the cause of the event was due to air embolus, however no air was visualized. The physician believes the air may have been introduced due to not managing the sheath correctly. The device was able to be implanted. The patient was noted to be stable and has been discharged. Its thought that the patient suffered cardiac arrest due to possible air embolus during procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25 mm amplatzer amulet was selected for implant. During the procedure, the patient became extremely bradycardic and hypotensive while the device was being advanced up the delivery sheath in a ball configuration. The patient was treated with 100% oxygen, adrenalin, CPR, and was intubated. Following regaining cardiac output, the patient had significant tachycardia and st elevation. Cardiac catheterization was performed as a result. The physician assumed the cause of the event was due to air embolus, however no air was visualized. The physician believes the air may have been introduced due to not managing the sheath correctly. The device was able to be implanted. The patient was noted to be stable and has been discharged. Its thought that the patient suffered cardiac arrest due to possible air embolus during procedure.